Manufacturer narrative:
Batch review performed on 30 june 2020: lot 184863: (B)(4) items manufactured and released on 27-sept-2018. Expiration date: 2023-09-16. No anomalies found related to the problem. To date, 38 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: knee revision surgery performed 1.5 years after cemented total knee arthroplasty in an elderly woman ((B)(6)). According to the report, the patient was affected by severe systemic diseases (asa 3) but no additional information was provided. Poor quality of the single image provided does not allow to draw any conclusion. No reason to suspect a faulty device. Mysolution analysis: case (B)(4) was analysed. The implanted size of the femur seems the same planned. Seems that the implanted sizes has less flexum than the planned one. The implanted size of the tibia seems the same planned. Seems that the implanted sizes has less slope than the planned one. Our analysis of the myknee process of this case found no deviations from the standard procedures. Each step has been performed correctly.

Event description:
1 year and 5 months after primary surgery the patient had knee pain and the surgeon suspected of tibial tray loosening. The surgeon revised the joint finding no tibial tray loosening, but the femur was loose. The surgeon revised all implants successfully.